Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace corneal haze after photo refractive keratectomy (prk) in the right eye, at the 10 week postoperative visit. Topical steroid drops were increased. Another report is filed for the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).